Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. The customer¿s blood glucose (bg) was 519 mg/dl. The customer administered a manual injection to address bg level. The customer continued to use the pump for insulin therapy.